Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) display has a green vertical line.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h11. Corrected sections: b5, b6, b7, d10, e1(reporter), e2, e3, e4, g2, h6(health clinical & impact).

Event description:
It was reported that during installation by a getinge field service technician (gfst), the cardiosave intra-aortic balloon pump (iabp) display had a green vertical line on the bottom left hand side of the screen. There was no patient involved.

Manufacturer narrative:
Updated fields-- b4, d8, d9, g1(contact person-mfg site), g3, g6, h1, h2, h3, h6. Codes(investigation type, finding, conclusion, components), h11. The getinge field service engineer (fse) that discovered the issue disassembled, removed and replaced the lcd, reassembled and performed all functional checks and calibrations, unit has passed all test and is now ready for clinical use.